Event description:
Voluntary medwatch form received noted that the atrial lead exhibited noise. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Voluntary event report received. Medwatch: mw5145317.